Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been high for the last 3 days. Customer stated that her blood glucose is now 600 mg/dl and she treated with a shot. Customer stated that she pulled the infusion set out and there is pus still there. Customer will be sent emergency supplies. Customer declined troubleshooting.